Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated: "has had a bunch of the vacutainer 8.5ml tiger top tubes that did not have any vacuum... He said maybe 1 out of every 5 tubes" additional information: 24-feb-2021: "they are drawing from horses and using a direct draw and the tubes do not fill. When they draw with a syringe and try to transfer to tube the tube will not draw blood into tube either. Lot# 0218321 exp 7/2021." Additional information: 04-march-2021: customer response, - "the lot # was 0218321 exp 7/31/21. Ref # (B)(4). Basically the vet attempted to pull blood into the tubes & vacuum did not work so that tube was discarded & another used. No samples were actually put in the effected tubes & no tests were run using those tubes."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated: "has had a bunch of the vacutainer 8.5ml tiger top tubes that did not have any vacuum... He said maybe 1 out of every 5 tubes" additional information: 24-feb-2021: "they are drawing from horses and using a direct draw and the tubes do not fill. When they draw with a syringe and try to transfer to tube the tube will not draw blood into tube either. Lot# 0218321 exp 7/2021." Additional information: 04-march-2021: customer response, - "the lot # was 0218321 exp 7/31/21. Ref # 367988. Basically the vet attempted to pull blood into the tubes & vacuum did not work so that tube was discarded & another used. No samples were actually put in the effected tubes & no tests were run using those tubes."